Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported during the implant procedure, the helix would not extend or retract. Lead was replaced. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of the inability to extend or retract the helix was confirmed in the laboratory and was attributed to the ptfe liner being folded in several locations. The folding of the ptfe liner prevented rotation of the inner coil and helix.